Manufacturer narrative:
The instrument has not been returned for evaluation; however, the photos of the instrument involved with the complaint were provided to isi. Isi performed a review of pictures of the instrument for the reported procedure date and found that the maryland bipolar forceps instrument has a piece of the yaw pulley broken off at the interface where the grip and pulley meet. A review of the system log revealed that the instrument was on its last remaining use. Since the instrument has not been returned to isi, the root cause of the customer reported failure mode cannot be determined. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the provided information, this complaint is being reported due to following conclusions: the maryland bipolar forceps instrument allegedly had a plastic beige piece break into a patient and was retrieved laparoscopically during the same da vinci procedure prostatectomy procedure. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the maryland bipolar forceps instrument's plastic beige piece at wrist had a chip break off while in use. The piece was identified and removed from the patient. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On (B)(6) 2016, intuitive surgical inc. (Isi) followed up with the reporter who initially reported this complaint. According to the reporter, the surgeon was using the maryland bipolar forceps instrument, when it was noted that the plastic beige piece broke into a patient, the piece was retrieved laparoscopically during the same da vinci procedure. The reporter was unsure if there was any intra-operative instrument collision, there is no video recording of the procedure and the surgeon completed the prostatectomy procedure using another maryland bipolar forceps instrument. The reporter also noted that the instrument will not return to isi for failure analysis as it was disposed.